Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. A 3.0 x 48 mm xience xpedition could not cross the lesion. Pre-dilatation was performed and the xience xpedition was able to cross the lesion; however, when the balloon was inflated to 20 atmospheres, a dissection occurred. The dissection was treated with another xience xpedition. During the procedure an unknown trek ruptured during inflation. There was no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The xience xpedition referenced is being filed under a separate manufacturing report number.